Event description:
It was reported that during a short tfna implantation procedure, a pre-checks were undertaken with nail and jig and no mistargeting was identified. During operation surgeon found it difficult to drill in distal locking hole (5mm locking hole through jig) on nail as it was hitting the nail. Despite numerous attempts the drill bit seemed to keep grating the nail. Both static and dynamic holes were attempted. Finally, the drill seemed to go though and on x-ray appeared ok. Final x-rays done and surgeons identified that screw was not in the femur/through the nail. Because the aiming arm had already been removed surgeon decided to drill the distal locking hole freehand. Numerous attempts made. Surgeon was successful in the end however on final x-ray surgeon was not convinced nail was in the distal locking hole. Surgeon and registrar operating agreed to remove the screw and to leave it.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.